Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to press more than once. Customer stated the insulin pump had to change battery more than once every 7 days and random or unexplained no-delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.